Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage and confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 263 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found flat. It was also reported that the pink slide did not move forward.

Manufacturer narrative:
The pod was received fully deployed with the pink slide insert visible in the viewing window. No damages or defects were observed on the needle mechanism and the pod was able to be set to the locked and loaded position successfully. Upon rotating the ratchet gear, the pod deployed as expected. The environmental seal was observed to be free of damages, indicating that it did not interfere with the deployment of the formed needle. The pod data indicated that the pod ran over 200 pulses in it's run time. The investigation found no damages or defects that would cause a needle mechanism failure. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path.